Event description:
It was reported that during a rotator cuff repair surgery the surgeon was performing the suturebridge technique using swivelock 5,5mm anchors for the lateral raw. After impacting the anchor and retrieving the blue guide the fiberwire sutures came out as well. The fiberwire sutures were not hold in the eyelet. It happened with two anchors with the same lot number. The screw of swivelock 5,5 was well placed and blocked the sutures of medial, so the anchors stayed in the patient. There was no need to repair the ears of the rotator cuff this time, so there was no need to use the fiber wires of the swivelock anchors. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep and/or excessive force used during suture passing/tightening/tensioning.